Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 260mg/dl. The customer states they have treated with the pump only. The customer states they did not feel ok to troubleshoot at this time. The customer mentioned noticing the first couple of sets they used had bent cannulas. The customer states there were lots of air bubbles in the tubing and blockage in the tubing. The customer states that their levels were in the 400mg/dl when they noticed the bent cannulas. The customer states there is a lot of blockage in the tubing, but the device has never alarmed for it. The customer is being sent out tubing clamp to conduct high pressure test. The customer will be calling back when items are received.